Manufacturer narrative:
Although the root cause of the adverse event cannot be established at this time, based on the preliminary eval from drive medical and further investigation from the MFR, the bath lifter is found in good working condition w/o any defect. We have no info on the concomitant bath tub rail regarding the nature of application in the vicinity of the adverse event, and how, if any, it has contributed to the adverse event.

Event description:
Drive medical has rec'd a customer complaint on a bath lifter allegedly imported and distributed by drive medical. It was complained that the pt was found by her caregiver laying in the bath tub on top of the lifter. It is alleged that the pt had bruising on her back due to laying on the bath lifter. The pt was allegedly hospitalized for four (4) days and treated for hypothermia.